Event description:
1 hour into dialysis treatment, patient complained of chills and body ache. Temperture increased from 98.2 pretreatment to 100.1 bp 220/120. Patient stayed on without improvement, 45 minutes later treatment discontinued. Symptoms resided. Restarted at new dialyzer and lines. No further problems. A2008 bedside station machine on central delivery system. No other patients symptomatic, patient has no signs/symptoms of infection.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.